Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior decompression fusion of th9-s2al. Post-op, rod was broken. Revision surgery was completed successfully after replacement of rod.